Manufacturer narrative:
Other, other text: a device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A product sample was received for evaluation. Visual and functional testing were performed. Evidence of error history log was not available. The reported issue could not be duplicated. The delivery accuracy test was unable to be performed for the returning device due to the device was found to be displaying "1260" error code and goes into 1210 error code alarm messages. Found internal real time clock lithium battery negative lead lifted from the microprocessor unit board causes the issue. The cause of the reported problem is unknown. Actions/repairs were done to correct problems associated with recalls or previous corrective actions: replaced expulsor and mpu board.

Event description:
Information was received indicating that during testing of this smiths medical cadd legacy pump, the pump failed accuracy by +10.85%. No patient involvement reported.